Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not be soft booted. Review of the system log file showed lost connection with gpdu. The third party engineer ordered and installed a new gpdu board and sd card. The philips field service engineer (fse) programmed and tested it. After replacement of the gpdu board and sd card, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system won't boot up. The system was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.